Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). The seal remained inside upon removal from the delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: d10,g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). The device was returned to the factory 04/20/2020. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device. The white plunger was not depressed on the delivery device and the blue slide lock was disengaged the seal and tension spring assembly was observed inside the loading device but not in its usual position. The seal and tension spring assembly were removed from the loading device for inspection. The seal was observed to be intact with no crack/delamination. Measurements of the delivery tube were taken. The inner diameter was measured at 0.197 inches and the outer diameter was measured at 0.215 inches. The length of the delivery tube was measured at 2.48 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). The seal remained inside upon removal from the delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.